Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the reported problem. The issue was seen in the system error logs, which showed multiple c-34 errors. During inspection and testing on the system, the c-34/c-00 error was present on startup, and c-00 errors were also found in the erbe logs. The erbe unit will be sent to the original equipment manufacturer for further investigation. The complaint was confirmed and replicated based on failure analysis. The probable root cause could be attributed to faulty electrical components inside the erbe generator throwing error c-34. This error indicates a lower voltage than expected during energy activation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that they experienced error c-34 error o the erbe. Before the call, the user had replaced energy cables and the instrument and performed a power cycle, but these steps did not resolve the issue. Tse advised that the error indicated a low voltage condition and suggested switching the mode to classic to allow continued operation temporarily while further action would follow. The user continued with the procedure as planned. No known impact or patient consequence was reported.